Event description:
In 2009, the lay user/pt contacted lifescan customer service alleging that she was hospitalized because her onetouch ultra meter was reading inaccurately (high and low) and because it was not giving her a reading due to the "apply sample" message issue. The medical surveillance specialist (mss) attempted to reach the pt for more information about the reported incident; however, the pt could not be reached. This complaint is being classified based on the customer service representative (csr) documentation. She felt that the inaccuracy meter readings and the "apply sample" issues caused her to be hospitalized for issues with her kidneys sometime five months later; however, she denied developing any symptoms as a result of these issues. No specific "inaccurate" meter readings were reported. It is also unk how often she encountered the "apply sample" issue. Her blood glucose levels were tested on a doctor's meter but she was unable to provide the blood glucose results. During her hospital stay, she was treated with IV fluids with unk medications and she was taken off all of her medications (humalog, glucophage, requip, and amitriptyline) for an unspecified reason. It is unk how long the pt was hospitalized. According to the csr documentation, the alleged inaccuracy (high and low) and "apply sample" issues first occurred "4-5 months ago," which is approx around three months later. Based on the provided dates/times, the hospitalization occurred approx 2 months before the reported issue began. It would be helpful to confirm the provided dates/times and to obtain additional information as to why the pt felt that the reported issues contributed to her hospitalization. According to the outcome of the customer service representative (csr) troubleshooting, there was no evidence that the meter was reading inaccurately; however, the "apply sample" issue was unresolved with troubleshooting. Replacement products were sent to the pt. Based on the provided information, this complaint is being reported because the pt allegedly was hospitalized and treated with IV fluids because her meter was reportedly inaccurate and was giving her the "apply sample" issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.